Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed using retained quality file sample of architect estradiol reagent lot 14921jn00. The testing performed showed that the reagent kits accurately recovered estradiol and did not confirm the issue identified by the customer. A labeling review, performed as part of this evaluation, identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of all complaints associated with the architect estradiol assay (ln 7k72) was performed. The review did not identify any adverse trends or non-statistical trends or atypical complaint activity for the assay. A review of all non-conformance reports and deviations associated with the likely cause lot 14921jn00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. In summary, through the investigation performed, no product deficiency or malfunction was identified.

Event description:
The customer stated that a falsely decreased architect estradiol result of 69 pmol/l was generated for a patient on (B)(6) 2012. The falsely decreased result was discovered when the customer later performed a study comparing architect estradiol results to mass spectrometry. The customer did not provide the mass spectrometry result. The sample was retested on the architect on (B)(6) 2012 and the estradiol result was 8297.8 pmol/l. No adverse impact to patient management was reported.